Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In many cases the patients' blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/ injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was initially reported that during use of a pulmonary artery (pa) catheter in a routine coronary artery bypass graft (CABG) procedure, the patient¿s pulmonary artery was perforated by the catheter and the patient expired. Upon further follow-up, the customer and surgeon reported that the patient¿s death was not related to the device. Additionally, the customer and surgeon stated that there is nothing to report based on the pa catheter. Unfortunately, the customer also stated they would be unable to provide any further information, so it cannot be confirmed if a perforation of the pulmonary artery occurred nor is the model or lot number known. Patient demographics were requested and not able to be provided. The product was discarded.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.